Event description:
It was reported that pt was experiencing hip pain.

Manufacturer narrative:
It was noted that the devices are not available for eval. The pt medical records that were provided for medical review were insufficient to determine a potential root cause of the reported pain. Catalog numbers of other devices listed in this report: description: alumina c-taper head 32mm/0, cat #17-3200e, lot #unk; description: trident alumina insert, cat #625-0t-32f, lot #unk; description: trident psl ha cluster 56mm. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. Add'l info has been requested but not provided.